Event description:
It was reported that there was a motor rate error that was still present on the pump. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a optical motor sensor failure on the main printed circuit board (pcb) due to occlusion testing that duplicated the motor rate error at the start of the infusion. The cause of the customer reported problem was the optical motor sensor failure on the main pcb. Service history review identified that the device was last serviced for an issue related to a "motor rate error". And the manufacturer representative found faulty parts in the drive train and replaced those parts, and the device passed all testing. The manufacturer representative in this investigation replaced the main pcb, and the pump passed all functional tests and performed as intended after repair.